Event description:
It was reported that, "the pt had slipped on the ice on (B)(6) 2012. She sustained a 3 part fracture around the prosthesis. The surgeon found the stem to be loose and subsequently removed it along with the poly. He replaced the poly stem and head."

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR as pt retained explants. If add'l info becomes available then it will be submitted in a supplemental report.